Event description:
It was reported that catheters have had to be replaced due to an inflammatory mass. No further details were provided nor had the me dication the device delivered. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: neu_unknown_cath, serial# unknown, product type: catheter. (B)(4).

Event description:
Additional information was received. It was reported that the photographs of the replaced catheters were compiled from medical texts and "things of that nature." They were not pictures from her actual patients. The reporter had no further information to provide.